Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records that a patient with a 27mm 7300tfx mitral valve was explanted after an implant duration of 9 years, 8 months due to severe stenosis and calcification. The patient presented with heart failure, sob, and hypoxia. The explanted valve was replaced with a 27mm 11400m valve. A 21mm 11500a aortic valve was implanted concomitantly. The patient was taken to the ICU in stable condition post procedure. The patient was discharged pod #10. Per medical records, the patient presented congestive heart failure. The patient was initially admitted for right sided pleural effusion but later determined to have critical mitral and aortic bioprosthetic valves stenosis. The patient underwent redo sternotomy to replace the 27mm 7300tfx and the carpentier-edwards bioprosthetic aortic valve. Intra-operatively the aortic and mitral valve were found to be heavily calcified. The surgeon explanted the calcified bioprosthetic aortic valve and debrided the aortic annules. After that excised the mitral valve and implanted the 27mm 11400m mitris resila mitral valve and implanted a 21mm 11500a inspiris resila aortic valve concomitantly. The patient was taken to the ICU in stable condition post procedure. The patient was discharged pod #10. Per pathology report, mitral and aortic valve were found with severe stenosis and heavily calcified leaflets frozen closed. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years, hyperlipidemia, and atherosclerosis.